Event description:
It was reported during a left sided ablation procedure an air leak was noted from the hemostasis valve in a swartz braided transseptal introducer. The physician placed a swartz braided introducer with dilator into the pt and completed a transseptal puncture with a non-sjm transseptal needle without a stylet in place. The dilator was removed and a non-sjm ep catheter was inserted through the hemostasis valve of the introducer. The physician placed a syringe on to the side port of the introducer and applied negative pressure and noted air in the introducer side port. The physician noticed the hemostasis valve was loose. The introducer was replaced and the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental report will be filed.